Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized, and his doctor believes the insulin pump has been malfunctioning. The customer stated that he did not faint but was lethargic and could hardly move. While staying in the hospital, the customer stated that the doctors checked his heart and brain waves. He stated that one side of his nerves did not have feelings. Troubleshooting was performed, and the basal rates, bolus wizard settings, and alarm history were reviewed. All the insulin pump history indicates that the device is functioning as designed. The customer stated that his blood glucose was not high, and it was 126mg/dl. However, his glucose level was 258mg/dl at the hospital and he was given shots. No further information was provided.